Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the stylus of the programmer was not working. It was advised that the programmer be returned for service. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. Product event summary: it was further noted the screen was freezing up while attempting to reload the software. The issue appeared to be with the touch screen. This was an intermittent issue.

Manufacturer narrative:
Product event summary: analysis confirmed that the screen froze intermittently; software reloaded to resolve issue.

Event description:
It was also reported the programmer was broken, the screen froze. The programmer was returned for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.